Manufacturer narrative:
B3: the date of the procedure was estimated. E1: it was reported by the physician that this had occurred at multiple sites across (B)(6). The multiple sites were not provided and therefore the facility name and address is unknown. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported as a general comment that prostyle devices have been stuck during removal. The method to achieve hemostasis not provided. No additional case specific information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to remove vessel, include, but not limited to tissue or suture caught in foot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that prostyle devices have been stuck during removal. The method to achieve hemostasis not provided. No additional case specific information was provided. The date of the procedure was estimated as (B)(6) 2023 as this is the date before the alert date.